Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) is "working against my heart", "my heart is pumping side to side, and my pacemaker is pumping up/down". The ipg remains in use. No further patient complications have been reported as a result of this event.